Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission indicated the patient had several non-sustained rv oversensing episodes. Investigation revealed the issue was attributed to rv loss of capture followed by intrinsic r waves. Reprogramming was performed. No adverse consequences were reported.